Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device'), abdominal pain ('abdomen pain :mid') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid, menometrorrhagia, chronic cervicitis and malaise. In (B)(6)2006, the patient had essure (ess205) inserted. In 2008, the patient experienced depression ("severe depression"). In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), allergy to metals ("nickel allergy/silver allergy"), dysmenorrhoea ("dysmenorrhea (cramping),"), fatigue ("fatigue") and alopecia ("hair loss"). In 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), post procedural infection ("post procedure infection"), vaginal discharge ("vaginal discharge"), uterine polyp ("uterine polyp") and iron deficiency anaemia ("anemia"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), hypersensitivity ("hypersensitivity") and vaginal infection ("vaginal infection") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed on (B)(6)2013. At the time of the report, the device dislocation, allergy to metals, post procedural infection, depression, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, uterine polyp, alopecia, hypersensitivity and vaginal infection outcome was unknown and the abdominal pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, iron deficiency anaemia, abdominal pain lower, pelvic pain and back pain had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, iron deficiency anaemia, menorrhagia, pelvic pain, post procedural infection, uterine polyp, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: date of removal : (B)(6)2013 : hysterectomy (full) (as written per ppf, please note discrepancy). Current weight 235 lbs. Previously reported essure insertion date : (B)(6)2007. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Hysterosalpingogram - in (B)(6)2006: total bilateral occlusion. Imaging procedure - on an unknown date: essure confirmation test (unspecified) conducted showed the device was correctly implanted and working. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jan-2020: pfs and mr received : event "migration of essure device", reporter, medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device'), abdominal pain ('abdomen pain :mid') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid, menometrorrhagia, chronic cervicitis and malaise. In (B)(6) 2006, the patient had essure (ess205) inserted. In 2008, the patient experienced depression ("severe depression"). In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), allergy to metals ("nickel allergy/silver allergy"), dysmenorrhoea ("dysmenorrhea (cramping),"), fatigue ("fatigue") and alopecia ("hair loss"). In 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), post procedural infection ("post procedure infection"), vaginal discharge ("vaginal discharge"), uterine polyp ("uterine polyp") and iron deficiency anaemia ("anemia"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), hypersensitivity ("hypersensitivity") and vaginal infection ("vaginal infection") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the device dislocation, allergy to metals, post procedural infection, depression, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, uterine polyp, alopecia, hypersensitivity and vaginal infection outcome was unknown and the abdominal pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, iron deficiency anaemia, abdominal pain lower, pelvic pain and back pain had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, iron deficiency anaemia, menorrhagia, pelvic pain, post procedural infection, uterine polyp, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: date of removal : (B)(6) 2013 : hysterectomy (full) (as written per ppf, please note discrepancy). Current weight 235 lbs. Previously reported essure insertion date : (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2006: total bilateral occlusion. Imaging procedure - on an unknown date: essure confirmation test (unspecified) conducted showed the device was correctly implanted and working. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-sep-2020: extension of expected date of next report for ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdomen pain :mid') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced depression ("severe depression"). In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), allergy to metals ("nickel allergy/silver allergy"), dysmenorrhoea ("dysmenorrhea (cramping),"), fatigue ("fatigue") and alopecia ("hair loss"). In 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), post procedural infection ("post procedure infection"), vaginal discharge ("vaginal discharge"), uterine polyp ("uterine polyp") and iron deficiency anaemia ("anemia"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), hypersensitivity ("hypersensitivity") and vaginal infection ("vaginal infection") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy,). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the abdominal pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, iron deficiency anaemia, abdominal pain lower, pelvic pain and back pain had resolved and the allergy to metals, post procedural infection, depression, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, uterine polyp, alopecia, hypersensitivity and vaginal infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, iron deficiency anaemia, menorrhagia, pelvic pain, post procedural infection, uterine polyp, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: date of removal : (B)(6) 2013 : hysterectomy (full) (as written per ppf, please note discrepancy). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test (unspecified) conducted showed the device was correctly implanted and working. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-oct-2019: pfs received. Event : pelvic pain, back pain, hypersensitivity, vaginal infection added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device'), abdominal pain ('abdomen pain :mid') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid, menometrorrhagia, chronic cervicitis and malaise. In (B)(6) 2006, the patient had essure (ess205) inserted. In 2008, the patient experienced depression ("severe depression"). In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), allergy to metals ("nickel allergy/silver allergy"), dysmenorrhoea ("dysmenorrhea (cramping),"), fatigue ("fatigue") and alopecia ("hair loss"). In 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), post procedural infection ("post procedure infection"), vaginal discharge ("vaginal discharge"), uterine polyp ("uterine polyp") and iron deficiency anaemia ("anemia"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), hypersensitivity ("hypersensitivity") and vaginal infection ("vaginal infection") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the device dislocation, allergy to metals, post procedural infection, depression, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, uterine polyp, alopecia, hypersensitivity and vaginal infection outcome was unknown and the abdominal pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, iron deficiency anaemia, abdominal pain lower, pelvic pain and back pain had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, iron deficiency anaemia, menorrhagia, pelvic pain, post procedural infection, uterine polyp, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: date of removal: (B)(6) 2013: hysterectomy (full) (as written per ppf, please note discrepancy). Current weight 235 lbs. Previously reported essure insertion date : (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2006: total bilateral occlusion. Imaging procedure - on an unknown date: essure confirmation test (unspecified). Conducted showed the device was correctly implanted and working. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jan-2020: pfs and mr received : event "migration of essure device", reporter, medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdomen pain :mid') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced depression ("severe depression"). In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), allergy to metals ("nickel allergy/silver allergy"), dysmenorrhoea ("dysmenorrhea (cramping),"), fatigue ("fatigue") and alopecia ("hair loss"). In 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), post procedural infection ("post procedure infection"), vaginal discharge ("vaginal discharge"), uterine polyp ("uterine polyp") and iron deficiency anaemia ("anemia"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy,). Essure (ess205) was removed in 2012. At the time of the report, the abdominal pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, iron deficiency anaemia and abdominal pain lower had resolved and the allergy to metals, post procedural infection, depression, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, uterine polyp and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, iron deficiency anaemia, menorrhagia, post procedural infection, uterine polyp, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test (unspecified) conducted showed the device was correctly implanted and working. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received. Reporters information updated. Event: injury were updated to abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: nickel and silver, infection (other) describe: from hysterectomy, psychological or severe depression, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, abdominal pain , abdominal pain lower weight gain, uterine polyps: anemia, hair loss were added. Lab data were added. Event outcome were updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device'), abdominal pain ('abdomen pain :mid') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid, menometrorrhagia, chronic cervicitis and malaise. In (B)(6) 2006, the patient had essure (ess205) inserted. In 2008, the patient experienced depression ("severe depression"). In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), allergy to metals ("nickel allergy/silver allergy"), dysmenorrhoea ("dysmenorrhea (cramping),"), fatigue ("fatigue") and alopecia ("hair loss"). In 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), post procedural infection ("post procedure infection"), vaginal discharge ("vaginal discharge"), uterine polyp ("uterine polyp") and iron deficiency anaemia ("anemia"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), hypersensitivity ("hypersensitivity") and vaginal infection ("vaginal infection") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the device dislocation, allergy to metals, post procedural infection, depression, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, uterine polyp, alopecia, hypersensitivity and vaginal infection outcome was unknown and the abdominal pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, iron deficiency anaemia, abdominal pain lower, pelvic pain and back pain had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, iron deficiency anaemia, menorrhagia, pelvic pain, post procedural infection, uterine polyp, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: date of removal : (B)(6) 2013 : hysterectomy (full) (as written per ppf, please note discrepancy) current weight 235 lbs. Previously reported essure insertion date : (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2006: total bilateral occlusion. Imaging procedure - on an unknown date: essure confirmation test (unspecified) conducted showed the device was correctly implanted and working. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jan-2020: pfs and mr received : event "migration of essure device", reporter, medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.